Event description:
It was reported a screw head broke off in surgery during a orbital floor fracture repair, the surgeon was inserting a screw and the screw head broke off. The head was removed and the other part remains in the patient. There was no surgical delay. No additional medical intervention was required. The surgical was successfully. No additional information will be comin. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.